Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test.

Event description:
The facility reported an infusion pump that failed accuracy test. Info was not provided regarding whether or not the device was in pt use when the event occurred.